Event description:
It was reported that the customer received an alarm that the wake button was stuck. Additionally, it was reported that the wake button was delayed in responding to presses. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level ranged from 160 mg/dl to 275 mg/dl. Reportedly the customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.